Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to moisture and damage keypad traces. Device received with scratched display window, cracked display window corner, cracked belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.